Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had alarmed and stopped insulin delivery and there is an indication that the alarm is resolved. (The rewind, prime and/or tests (self-test, displacement, high pressure) were successful after clearing the alarm during troubleshooting, and the alarm did no occur again.). The customer reported pump error 4, 23, 49, 63 and 68. No harm requiring medical intervention reported. The customer will discontinue to use the device.

Manufacturer narrative:
Unit passed displacement test, active current measurement, sleep current measurement, self test and p-cap/reservoir does lock properly. History/trace downloads were successful using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download confirmed the pump alarmed pump error 63 variable 09 on (B)(6) 2021 05:44:02.000 due to a hardware defect, pump error 4 on (B)(6) 2021 05:44:01.000 in consequence of pump error 63, an expected pump error 23 on (B)(6) 2021 05:44:35.000, an expected pump error 49 on (b)6) 2021 05:44:05.000 and an expected pump error 68 on (B)(6) 2021 05:44:05.000. The electronic assemblies were inspected and found moisture damage on pcb1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover and cracked case (battery tube). Pump trace download confirmed the pump alarmed pump error 63 variable 09 due to a hardware issue and pump error 4 confirmed in consequence of pump error 63. Pump error 23, pump error 49 and pump error 68 not confirmed; these alarms were expected. Moisture damage noted on pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.